Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer stated that they were unable to clear the alarm. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.